Manufacturer narrative:
Corrections: d9, e4, h6. The investigation of the reported failure mode has been completed. The impella cp and purge cassette were returned for investigation. A hole was observed on the catheter near the 85 cm mark. No other evidence of physical damage was noted on the returned product. The attempt to prime was able to reproduce the purge leak from the hole on the catheter. The impeller was inspected and found to have biomaterial blocking the purge gap. The pump was not able to start in a bucket of water and displayed a pump stop alarm with motor current around 1400. All three electrical motor cable lines passed resistance testing. A small cut was made on the catheter near the motor, and blood was noted in the purge lumen. Data log shows purge system open alarm and open line characteristics on the pressure and purge flow after the start of the case. The pump was only utilized for one hour, and a gradual rise in motor current was observed, followed by several pump stop-motor current high alarms. As per the clinical details, the impella catheter was accidentally punctured, causing fluid leaks and purge alarms. Attempts to patch the catheter were unsuccessful, and the impella eventually stopped working after multiple restarts. The impella cp was removed. Product damage (hole in device): the cause of the product damage issue was unintentional use error during the procedure, based on clinical details. Purge leak - pump: the cause of the purge leak-pump issue was a damaged purge lumen in the catheter due to unintentional use error during the procedure, based on clinical details. Pump stop: based on the returned product evidence, purge leak from the damaged purge lumen allowed blood to ingress and clot in motor housing. The cause of the pump stop issue was blood ingress due to unintentional use error. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that decision was made to place a patient on impella cp for hemodynamic support. However, it was noted that during single access stick the physician poked a hole in the impella catheter causing purge fluid to leak from the impella catheter. Purge alarms started and attempts to patch the hole with a tegaderm with no success. The physician elected to proceed without replacing new pump. Left anterior descending artery was wired. Pros left anterior descending artery (lad) was ballooned shockwave used to treat lad-left main (lm). It was noted that motor currents began to spike and impella was restarted multiple times until it would no longer. Stents were imaged with intravascular ultrasound and post dilated. Impella cp was removed and patient was left on small doses of levo and dobutamine for blood pressure. Peel away sheath was removed and preclose both broke off. 2 more attempted and failed. 8f angioseal deployed and manual compression held to successfully close right femoral artery with no evidence of hematoma or bleeding.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.